Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the investigation lot number is unknown. Visual inspection: unable to perform a visual inspection as the device was not returned. Functional/performance evaluation: unable to perform a functional/performance evaluation as the device was not returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images and photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned, images were not provided and medical records were not provided; therefore, the complaint investigation is inconclusive for the reported event. It is likely that the balloon rupture contributed to the balloon detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings/precautions: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. User discarded the device.

Event description:
It was reported that during the first inflation, a pta balloon ruptured and detached in the patient. It was further reported that the patient had to be transported to another facility for removal of the detached balloon segment. The current patient status is unknown.